Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd difco¿ sabouraud dextrose agar the ph on media was low after sterilization. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer reports low ph on media after sterilization. Preauto clave level: 5.6, 5.7 post autoclave: 5.3 32 l sized batches - dispense 160 ml into containers 65g / l of water - 2080 g of media added per batch preheat water than add sda, then heat for 10-15 minutes until slightly bubbling never exceeds 20 minutes however customer does not know temperature that solution is at temp for pre autoclave for ph is 25c autoclaves are validated for max load configuration for autoclave chamber 2 autoclaves: one with 30 minute sterilization cycle and other is 60 minutes (stopped using this one since it is so long) no additives added to media after prep ph measured at 25c after autoclave customer uses calibrated ph meters calibrated daily - have used multiple ones to rule out meter issues (hanna brand) utilizes dh2o for prep that is serviced regularly glassware is thoroughly cleaned and not seeing issues with other media

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 4/30/2021 h.6. Investigation: the complaint investigation included a review of the batch history record. The batch history record review indicated no discrepancies. All release testing was satisfactory. Release testing includes powder appearance, solubility, prepared medium appearance, ph, and growth performance with organisms listed on the certificate of analysis. The complaint trends were reviewed for a period covering 12 months. During that time, there have been no confirmed complaints on this product for the defect in question. A return pail was received. The return sample and a retention sample of the complaint batch of sabouraud dextrose agar were tested for ph against a reference batch. The samples were prepared according to label instructions. The flasks were mixed well to dissolved, then heated with frequent agitation and boiled for one minute. Then the samples were autoclaved at 121°c for 15 minutes and allowed to cool to 45-50°c in a waterbath. Satisfactory ph specification is 5.4 to 5.8. Samples were measured for ph three times on each of two meters for a total of six measurements per sample. All readings were taken at approximately 25°c. All results were within specification. The average ph of the reference was 5.67, the average ph of the retention was 5.64, and the average ph of the return was 5.62. Bd is unable to replicate the low ph issue described by the customer. This complaint cannot be confirmed. See h.10.

Event description:
It was reported that while using bd difco¿ sabouraud dextrose agar the ph on media was low after sterilization. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer reports low ph on media after sterilization. Preauto clave level: 5.6, 5.7 post autoclave: 5.3 32 l sized batches - dispense 160 ml into containers 65g / l of water - 2080 g of media added per batch preheat water than add sda, then heat for 10-15 minutes until slightly bubbling never exceeds 20 minutes however customer does not know temperature that solution is at temp for pre autoclave for ph is 25c autoclaves are validated for max load configuration for autoclave chamber 2 autoclaves: one with 30 minute sterilization cycle and other is 60 minutes (stopped using this one since it is so long) no additives added to media after prep ph measured at 25c after autoclave customer uses calibrated ph meters calibrated daily - have used multiple ones to rule out meter issues (hanna brand) utilizes dh2o for prep that is serviced regularly glassware is thoroughly cleaned and not seeing issues with other media